Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the enduser alleges the chair was veering to the right. Provider states noticed the center seat frame is cracked.